Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Treatment rendered for the event and the patient¿s outcome were not reported. It was not reported if the patient was hospitalized for the event. The action taken with dianeal and extraneal therapies were not reported. No additional information is available.